Manufacturer narrative:
The aware date of the original information was corrected to be 2018-05-21. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that an implantable neurostimulator and extensions were removed due to an infection. They physician was planning on waiting several weeks to see if the infection will reside and possible implant new devices then. There were no further complications reported or anticipated.